Event description:
It was reported that the patient was having low voltage advisory alarms. The patient confirms that they clean their batteries and clip contacts. The log files noted low voltage advisory alarms while using battery power. The cause of the alarms was not identified. It was noted that the system controller was pretty beat up, had a dim led (light-emitting diode), and a faded serial number label the alarms resolved with a system controller exchange.

Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacture¿s investigation conclusion: the reported event of the patient experiencing atypical low voltage alarms was confirmed via analysis of the submitted log files; however, the reported event of a faded serial number of the controller and a dim green pump running light emitting diode (led) was not confirmed. The heartmate ii controller was not returned for analysis and no photos were submitted of the controller; however, a log file was submitted. The submitted controller log file contained data spanning approximately 28 days (B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file also captured intermittent atypical low voltage advisory alarm active while connected to battery power on due to the rsoc voltage in both power cables fluctuating outside the expected voltage threshold without any routine voltage depletion or power source exchanges. The alarms appear to resolve on their own after power source exchanges or when the rsoc voltage was restored to their expected voltage thresholds, and pump speed was not affected by the alarms. Provided information stated that the cause of the alarms was not identified, but it is likely equipment related, the troubleshooting steps began with discussing the issue with the engineer where they recommended changing the clips and waiting to see if the alarms reoccurred. The patient was already rotating through clips and also lives several hours away. Additionally, the serial number of the controller was rubbed off and the green pump running symbol is dim. The recommendation was to change the controller , and after the exchange there were no further alarms reported from the patient. The controller will not be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.